Event description:
The accounts maintenance stated that the head section will not rise from either siderail. He has changed the head up and down valves but the issue returns. He also discovered if he assists the head section, it will rise but when he releases the head up button, the head section drift back down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.